Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found that the desktop charger had a bent connector pin. (B)(4).

Event description:
The patient reported that they had to move their desktop charger cord with the white arrow in order for their recharger screen to appear. The connector pin on the desktop charger was bent. The patient needed to recharge their implantable neurostimulator (ins) because the charge level on the ins was not sufficient. The patient was sent a replacement desktop charger. There were no patient symptoms reported. The patient was implanted for spinal pain.